Event description:
It was reported that the patient experienced recurring incontinence with their sling. The patient was dry for a few years, but their incontinence eventually worsened. The patient had an artificial urinary sphincter placed due to the incontinence. The patient had no further issue. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.